Manufacturer narrative:
The system history shows that the laser was verified successfully prior and after the day of treatment. Log file for the date of treatment are not available despite it was requested. The associated device was released based on acceptance criteria. The clinical review revealed that according to the data files provided, the laser settings were as per recommended cut settings. The root cause could not be identified conclusively. The suction time was longer than usual and could be reason for temporarily corneal edema, but recent operative exam reports inlay in good position and no swelling or edema. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a seventy second docking time during a corneal inlay procedure. The patient was seen at the one day post-op visit and stated that vision is doing well but the surgeon noted trace corneal edema. The inlay was in good position. The patient is to continue previously prescribed topical antibiotics, steroid, and artificial tear eye drops. The patient was seen at the two week post-op visit and stated that the vision is doing well at distance and near and has not needed to use reading glasses since the procedure. The patient was noted to have minimal corneal edema and trace red blood cells superonasal and superotemporal. The patient is to continue previously prescribed topical antibiotics, steroid, and artificial tear eye drops. The patient was seen at the one month post-op visit and stated that the vision has improved and has stopped using the topical steroid eye drop. The corneal edema has resolved.